Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. During support, the impella rp pump could not be recognized by the automatic impella controller. A back up impella rp pump was not available and the device was explanted. No additional information is available.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.